Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as red and itchy with bumps under breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone for the blister. Follow up indicated that the blister improved.